Manufacturer narrative:
Event date is literature article published date femoropopliteal in-stent restenosis repair: midterm outcomes after paclitaxel eluting balloon use (plaisir trial) european journal of vascular and endovascular surgery (2017) 53, 106-113 10.1016/j.ejvs.2016.10.002 if information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was assess 18 month outcomes of the paclitaxel eluting balloon (peb) in patients with femoropopliteal (fp) in-stent restenosis (isr). Symptomatic patients with femoropopliteal instent restenosis were included from january 2012 to june 2013. Patients were treated with in.pact admiral, a paclitaxel eluting balloon. Procedures were performed on 55 limbs. The population was predominantly male (79%) with previous medical history¿s including: smokers, hypertension, diabetes mellitus, dyslipidemia, renal failure, and coronary heart disease. The median hospital stay was 2 days (1-33 days). One patient remained hospitalised for 33 days after the procedure because of post-operative acute ischaemia. The patient presented an acute thrombosis of the target lesion. Bypass surgery was contraindicated because of patient comorbidity and a major amputation was performed. The patient died few days later from septicaemia at day 33. No other major adverse event or re-intervention was observed during the 30-day perioperative period. Another death was reported 18 months post-procedure from heart rhythm disorder, unrelated to the device. Target lesion revascularization (tlr) was required in five patients. Two patients had a fp bypass at 6 and 7 months and one patient had a conventional balloon angioplasty at 9 months, and two patients had conventional angioplasty and bailout stenting at 6 and 12 months. Tlr was necessary in 10 patients. Eight patients had endovascular treatment at 3 months, 12 months, and 18 months. Including one patient who had two endovascular treatments of the same lesion. Finally, one patient had a fp bypass at 6 months after having a stenting at 3 months. One patient had a minor amputation at 3 months. During follow-up, five cases of instent thrombosis and 12 cases of repeat isr were observed. The study concluded that peb for the treatment of fp isr is associated with a low rate of re-interventions and restenosis. Clinical improvement was maintained at 18 months.